Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was over 500 mg/dl. Customer administered a correction injection and consumed water to address bg. The customer will continue to use current pump for insulin therapy.